Event description:
Reportedly, a piece of the blue seal disengaged from the instrument and fell into the abdominal cavity as the instrument was inserted. However, the piece of blue seal was retrieved from the abdominal cavity to continue the procedure and complete the case. Procedure unk. Pt status: no pt injury reported.